Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Updated data- b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Shaving/piece of debris was removed and discarded and the screw was implanted.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes it was reported that on (B)(6) 2019, during a bilateral sagittal split osteotomy (bsso) with plates procedure for a patient that required a mandible advancement, the metal shavings or debris of the matrix screw came off the screw shaft and into the wound when the surgeon was placing screws through the plate holes. The shaving or metal piece of the debris was removed from the surgical site and was not retained by the surgeon, it was discarded. Thus, the surgeon continued to use the same screw in the same hole and the screw was implanted. There was a surgical delay of about two (2) minutes. The patient was young with good bone stock and the set was used appropriately with no concerns with subsequent hardware. Concomitant device reported: matrixorthognathic plate (part/lot unknown, quantity 1). This report is for a matrix screw. This is report 1 of 1 for (B)(4).